Manufacturer narrative:
B5-additional info: on (B)(6) 2021 the lens was explanted and replaced with a longer lens. Claim#: (B)(4).

Manufacturer narrative:
B5: additional and corrected information: on (B)(6) 2021, the lens was exchanged with a longer lens and the problem was not resolved. See MFR rep#: 2023826-2021-03553 for replacement lens. Claim#: (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 2.8mm). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -13.0 into the patient's right eye (od) on (B)(6) 2021. The surgeon reports low vault. Reportedly, the lens remains implanted.